Manufacturer narrative:
Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 42 noted. Motor was tested outside device and passed, however unit received with corroded electronic assemblies. No hal software error detected alarms noted during testing however, the formatted history file confirmed hal software error detected alarm due to software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple insulin pump error alarms. Customer's blood glucose level was 149 mg/dl. Customer was able to clear alarm and finish process. The insulin pump will be returned for analysis.